Event description:
It was reported that patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Upon explant of the left cylinder, a hole was found that the cause was not identified. The cylinder was replaced with a new ipp cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent thorough analysis. The ipp cylinder was visually examined, microscopically inspected, and leak tested. Testing identified a hole in the outer tube and broken fabric threads at the proximal cylinder body that was consistent with sharp instrument damage. The cylinder was worn at the folds in the middle and distal parts of the cylinder body. Based on the information available, the product investigation could not confirm the reported allegations; therefore, a conclusion code of cause not established was chosen.

Event description:
It was reported that patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Upon explant of the left cylinder, a hole was found that the cause was not identified. The cylinder was replaced with a new ipp cylinder. No patient complications were reported.